Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation on (B)(6), 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6), 2022. During the procedure, the axios stent did not fully deploy. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10 an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received completely deployed. The delivery system was returned in position "4". Visual examination of the returned device found the inner sheath twisted. Functional inspection was performed to inspect the lock of the handle and the control hub for functionality and the lock function is in good condition. A destructive inspection was necessary to destroy the delivery system to identify the torsion (rotational damage) within the device; the device was found in good conditions. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath twisted was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the user and/ or normal procedural difficulties encountered, limited the performance of the device and contributed to the inner sheath twisted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent partially deployed was not confirmed as the stent was received completely deployed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent was received completely deployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on september 07, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2022. During the procedure, the axios stent did not fully deploy. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of axios stent partially deployed. Block h10 an axios stent and electrocautery enhanced delivery system were returned for analysis. The stent was received completely deployed. The delivery system was returned in position "4". Visual examination of the returned device found the inner sheath twisted. Functional inspection was performed to inspect the lock of the handle and the control hub for functionality and the lock function is in good condition. A destructive inspection was necessary to destroy the delivery system to identify the torsion (rotational damage) within the device; the device was found in good conditions. No other problems were noted to the stent and delivery system. The investigation concluded that the observed failure of inner sheath twisted was likely due to factors encountered during the procedure. It may be that lesion characteristics, how the device was handled, the technique used by the user and/ or normal procedural difficulties encountered, limited the performance of the device and contributed to the inner sheath twisted. A labeling review was performed and, from the information available, this device was used in a manner inconsistent per the instructions for use (IFU) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent partially deployed was not confirmed as the stent was received completely deployed. Based on the available information, there is not enough information to confirm the reported event of stent partially deployed as the stent was received completely deployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected.

Event description:
It was reported to boston scientific corporation on september 07, 2022 that an axios stent and electrocautery enhanced delivery system was to be implanted to the pancreas to treat a pancreatic cyst during a pancreatic cyst drainage procedure performed on (B)(6) 2022. During the procedure, the axios stent did not fully deploy. The axios stent was removed from the patient partially deployed on the delivery system. The procedure was completed using another axios stent. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Additional information received on september 28, 2022. It was reported that the axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas.